Event description:
Technician found that while performing a function check that the brake casters were ratcheting.

Manufacturer narrative:
Technician replaced both brake casters that were ratcheting to resolve the issue.